Event description:
It was reported that during a lobectomy procedure the device locked out. Competitive product was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/4/2008information was not provided by the initial contact.damaged firing mechanism.